Event description:
The report received from the affiliate indicated that during a visual inspection of the product received prior to shipping to the storage warehouse, foreign matter described as seeming like a hair, non-soluble was observed inside the sterile package. The sterile inner seal of the product package was not compromised. The product was not shipped to the storage facility. The product was not clinically used in a patient. There was no reported patient injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.